Manufacturer narrative:
Patient information is not available for reporting. Date of device malfunction is unknown. Additional device product code: hrs. Implant date is unknown. A product investigation was performed. Device condition: the screw (part 04.501.114, lot unk, mfg unk) was received at us cq stuck inside a sternal plate (part 460.023, lot h070046, mfg 28-mar-2016). The screw was able to be removed at us cq and damage to the threads were noted, likely due to over or off axis tightening. The complaint condition was visually confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the devices were returned damaged. Lot number review: a DHR review could not be performed as the lot numbers is unknown. A material check was not performed at cq as there is nothing to point to a material issue. Drawing review: the relevant drawing(s) was reviewed; as the complaint is the reported post manufacturing damage from use dimensional inspection of the relevant features is not applicable as they have already been damaged. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed as the screw was received stuck in the plate. A device inspection and drawing review were performed as part of this investigation. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being inserted off axis or over tightened). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a ti sternal locking straight plate and locking screws on an unknown date. Postoperatively patient complained of pain. Hardware removal surgery was performed on (B)(6) 2018. During the hardware removal when the sternum was exposed the broken sternal plate in a patient was witnessed. The pin of the plate was broken and it was removed easily. The plate was broken prior to the revision surgery and was most likely causing the patient pain. There was no surgical delay reported. During manufacturer¿s preliminary analysis of the returned devices it was identified that one (1) of the 23 screws returned originally as concomitant was stuck in the plate and was unable to be removed. This complaint condition was re-evaluated and determined to be reportable on (B)(6) 2018. Concomitant device reported: screw (part # unknown, lot # unknown, quantity 22). This report is for one (1) 3.0mm ti sternal lckng screw self-drilling/14mm. This is report 2 of 2 for complaint (B)(4).